Manufacturer narrative:
Date of event; corrected data: additional information was received which changes the event date reported on the initial report.

Event description:
Clinic notes were received dated (B)(6) 2014 that indicate the vns device has been turned off since shortly after being placed due to what the patient describes as intolerance of the device. Over the last year she occasional feels a pulling sensation over her left anterior chest at the site of the stimulator. It aches at those moments. Over the last year, she has noticed this sensation three or four times, all being while laying on her left side except once while sitting up. The last time was one month ago. The clinic notes state that she has no cardiac condition of any type.

Event description:
It was reported that the vns patient¿s device was disabled approximately about 10 years ago because it is made her heart feel funny; attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Review of the patient's programming history revealed the device was disabled on (B)(6) 2000.